Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 46 mg/dl and blood glucose was 182 mg/dl. Troubleshooting found that the cannula was bent. Customer was advised on proper insertion and site technique and how to properly calibrate. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor failed specifications. The cannula was found bent. Unable to confirm the customer received sensor in said condition due to customer returned sensor opened/used.